Event description:
The customer reported that the system would not prime. Ten cases were rescheduled. No pt injury reported.

Manufacturer narrative:
No sample returned for evaluation. The root cause cannot be determined in this investigation. A review of complaints for the last 36 months did not indicate any additional reports for this system nor did it indicate adverse trends for the reported issue. This report mailed in to FDA on: 04/04/2008.